Event description:
It was reported, that the device failed to load 6.0.3 software. It went into green screen and could not be fixed through troubleshooting. The product fault occurred, during bench testing. There was no patient harm/adverse event reported. Analysis of the device found a motor rate error, during infusion.

Manufacturer narrative:
E1: facility name: (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review was unable to identify if the complaint was not related to a previous service of the device within the review period. Review of the event history log found motor rate error. Functional testing was able to duplicate the issue, as the pump went into motor rate error, during infusion. The investigation was not able to determine, the cause of the issue. The analysis team replaced the worm gear, motor mount, delrin washer and right and left clutch halves. The pump was cleaned, greased and calibrated.